Manufacturer narrative:
This report is submitted on june 6, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed and will be replaced once the infection clears.